Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure (bkp) to treat an osteoporotic vertebral compression fracture at l1. It was reported that cement leaked slightly from the "anterior wall to disk" intra-operatively. The patient is asymptomatic and additional intervention was not required. The patient was discharged twelve days post-op. No further complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.